Manufacturer narrative:
Based on our investigation and review of pictures and videos provided from the customer, there was no problem with the device. The patient had a large body habitus. The device was pushed deeper into the skin in an attempt to stop the bleeding. The root cause of the reported complaint is related to the patient's size and lack of vessel recoil.

Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention. The impella cp optical was selected for support and inserted without any reported issues. During support, an access site bleed formed between the blue suture hub of the device and the tuohy borst lock. The patient also endured a retroperitoneal bleed. As treatment, the pump was removed, a covered stent was applied, and blood products were administered.

Manufacturer narrative:
The impella device was received and an investigation is underway. A supplemental MDR will be filed upon completion of our analysis.